Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was lifted near the ok keypad button and the keypad symbols were worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and required excessive force to elicit a response. The ok keypad button responded appropriately. There was evidence of keypad contamination found under the contrast, up arrow and down arrow key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that all of the keypad buttons became unresponsive on (B)(6) 2012. The patient stated that the buttons were becoming harder to push since approximately (B)(6) 2012. The patient reported that the keypad is lifting near the ok button but stated that the response issue occurred first. The patient denied that the pump was exposed to trauma and it was exposed to pool water on (B)(6) 2012. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.